Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.